Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far r oversensing resulting in inappropriate intermittent auto mode switch episodes. Review of the electrogram confirmed the intermittent oversensing. The device was reprogrammed. There were no adverse consequences and the patient would continue to be monitored.